Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No froze screen or scrolling number anomaly noted. The device was received in with a scratched display window.

Event description:
Customer called in to report sweat underneath the display of their insulin pump. Customer states that the keypad is unresponsive to inputs and no alarms had sounded. Unable to troubleshoot due to device not responding. Blood glucose level was 82 mg/dl at time of reporting. Advised customer to discontinue use of device. Nothing further reported.